Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead defibrillation lead delivered inappropriate shock therapy for a supraventricular tachycardia (svt). Noise was observed on the rv pace/sense channel and slight noise was observed on the shock channel post shock therapy. Additionally, the ICD recorded a shock into an open circuit fault message. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.